Event description:
It was reported that during a site visit by a reliability engineer, a visual inspection of all craniotome devices was performed and it was discovered that several craniotome devices were found with "damaged neuro tips from contact with spinning burrs". It was unknown to the reporter if the device was used in surgery. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. It was unknown if injuries or medical intervention were reported. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly. On-site visual inspection was performed.